Event description:
It was reported that the patient was deceased due to severe hypotension, mixed respiratory failure, metabolic acidosis, and cardiac arrest. No intervention was performed on the leadless pacemaker (lp). There was no allegation that the lp caused or contributed to the patient death.